Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken door was confirmed by baxter personnel. A qe has reviewed the service evaluation and has determined that a broken door confirms the reported condition. The root cause of this condition was determined to be mishandling. Pump head door with required parts were replaced to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine area. It is unknown when this event occurred. Patient involvement is unknown. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.